Event description:
Customer reported that their pump screen malfunctioned and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support attempted several troubleshooting steps but the issue persisted, so they decided to replace the pump. Customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Customer was instructed on returning the faulty pump for replacement.